Event description:
It was reported that the seat had a broken lock bar strut and would be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.